Event description:
It was reported that during a device change out due to normal eri/eol, right ventricular (rv) and right atrial (ra) leads had multiple insulation breaches. Subsequently, both ra and rv leads were cut back and then capped. The patient is in stable condition.

Manufacturer narrative:
A partial lead (only connector portion) was returned in one piece. Visual inspection noted an external insulation abrasion breaching the right ventricular cable lumen with one of the right ventricular etfe cable coatings found abraded at the proximal region. The cause of the reported event is consistent with friction to device can.